Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified: wear abrasion, opening and crease fold. Leak test was performed and found opening on device. A microscopic analysis was performed which identify one opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior side due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.